Manufacturer narrative:
One endotracheal tube was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device then underwent functional testing by inflating the cuff with a syringe and subsequently submerging under water. As a result, a leak was observed to be coming from a small tear in the cuff. This confirms the reported customer complaint. Production performs a 100 percent pressure decay test and visual inspection to the cuff upon manufacturing the product. The most probable cause of issue has been determined to be that the cuff was damaged after it left the shm facilities. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the cuff a smiths medical endotracheal tube was unable to be inflated during a pre use check.